Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device audible tones no longer functional. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported during the event.